Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber started forward firing after 84, 265 joules and 13 minutes of use. It was noted that the fiber tip was not cleaned, and no saline pressurize was utilized. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that, during a photoselective vaporization of the prostate, the fiber started forward firing after 84, 265 joules and 13 minutes of use. It was noted that the fiber tip was not cleaned, and no saline pressurize was utilized. The fiber was replaced, and a second fiber was used to complete the procedure. There were no patient complications.